Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported product. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. While a definitive root cause cannot be established without the product returned for failure analysis, the probable root cause is attributed to the light source being turned on or left on while the handheld camera was stored in the drape pocket. This issue can be resolved by ensuring the light source is turned off prior to and during storing of the camera after use. A risk and fmea item cannot be traced to this event as this product is developed, manufactured, and maintained by the original equipment manufacturer (OEM) schoelly.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that staff members had the light cord unplugged from the scope on their nir camera while the light remained on, which resulted in the light burning a hole in the drape. It was noted that there was no patient injury and the procedure was completed without further issues.